Manufacturer narrative:
The following devices were also listed in this report: secur fit ha-coated 132° size 9 stem; cat # unk_jr; lot # unknown. 26 +0 c taper low friction femoral head; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This right hip revision was done due to patient complaints of pain. Bipolar hip was converted to total hip. No further information available. Update 23/march/2021: spoke to rep, intra-operatively, surgeon noted wear of the patient's native acetabulum. Rep provided the primary operative report and revision usage, and also confirmed that no further information will be released by the hospital or surgeon.